Manufacturer narrative:
The following fields have been updated with corrections: d.4. Medical device expiration date: 2023-10-31.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked from the barrel through the plunger seal. This occurred on 5 separate occasions. No serious injury or medial intervention was reported. Verbatim: "material no.: 309572 batch no.: 8300796. It was reported the liquid escaped the barrel through the plunger seal per (B)(4). Petnet detroit & houston. Customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents. Specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing) five instances with lot# 8300796 (expiry 09/30/2023) where the liquid was escaping the barrel through the plunger seal.

Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked from the barrel through the plunger seal. This occurred on 5 separate occasions. No serious injury or medial intervention was reported. Verbatim: "material no.: 309572 batch no.: 8300796. It was reported the liquid escaped the barrel through the plunger seal per (B)(4). Petnet detroit & houston. Customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents. Specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing) five instances with lot# 8300796 (expiry 09/30/2023) where the liquid was escaping the barrel through the plunger seal. Investigation: 10 sealed packaged syringes from batch #8300798 (p/n 309572). They were visually evaluated. The syringes were found to have barrel retaining ring present as designed. No visual defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked from the barrel through the plunger seal. This occurred on 5 separate occasions. No serious injury or medial intervention was reported. Verbatim: "material no.: 309572 batch no.: 8300796. It was reported the liquid escaped the barrel through the plunger seal per (B)(4). Petnet detroit & houston. Customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents. Specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing) five instances with lot# 8300796 (expiry 09/30/2023) where the liquid was escaping the barrel through the plunger seal.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 3ml syringe luer-lok¿ tip with bd precisionglide¿ needle leaked from the barrel through the plunger seal. This occurred on 5 separate occasions. No serious injury or medial intervention was reported. Verbatim: "material no.: 309572 batch no.: 8300796. It was reported the liquid escaped the barrel through the plunger seal. Per (B)(6), (B)(6) customer complaint received from two hospitals regarding a loose plunger which caused leaking of contents; specifically, one instance with lot# 8300798 (expiry 10/31/2023) where the plunger pulled out of the cylinder too easily and the syringe contents were lost. There were also multiple instances with this lot where the needle caps were noticeably looser than prior lots (the caps stayed attached, but no noticeable click when closing) five instances with lot# 8300796 (expiry 09/30/2023) where the liquid was escaping the barrel through the plunger seal. Please see photos on the following page."